Event description:
It was reported during an aneurysm coiling procedure, the balloon catheter deflated spontaneously. Another catheter was used to complete the procedure. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. The balloon was tested for inflation and was successfully inflated. Device performed as intended.